Event description:
The customer contact reported a particulate. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, while the healthcare professional was connecting an unspecified device to the cassette secondary port, a white particulate was reported in the tubing at an unspecified location. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.